Manufacturer narrative:
(B)(4). Approximate age of device ¿ 3 years and 8 months. The pump was not returned for evaluation as it was not explanted and an autopsy was not performed. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported on (B)(6) 2017, that the patient had been admitted 1 week prior with the flu, cardiogenic shock, dehydration, and inr of 3.6, and low flow alarms. The patient was intubated and nitric oxide was administered. The patient was extubated on (B)(6) 2017. The device was producing many low flow alarms. The pump speed was decreased, and the patient was being evaluated for right heart failure. On (B)(4) 2017, it was reported that continuous low flow alarms occurred overnight and inflow cannula obstruction was suspected. The patient was severely ill and intubated, on continuous renal replacement therapy (crrt) since (B)(6) 2017, and had the maximum pressor and inotropic support. The patient was not a surgical candidate for a pump exchange due to comorbidities. The patient was administered a bolus of tissue plasminogen activator (tpa) followed by a slow infusion of tpa. The patient's inr was 3.6 and lactate dehydrogenase (ldh) was 500 u/l. The patient was hypotensive with mean arterial pressures of 45-50''s mmhg. An echocardiogram was performed on (B)(6) 2017, and despite speed changes the low flow alarms persisted. The patient¿s family asked to not escalate care. On (B)(6) 2017, the patient expired due to multisystem organ failure, secondary to cardiogenic shock. The patient¿s family declined an autopsy.

Manufacturer narrative:
A direct correlation between the left ventricular assist system (lvas) and the reported events could not conclusively be established through this evaluation. The submitted system controller log file contains data from 05:42:54 am through 07:01:00 am on (B)(6) 2017. Most of the events captured in the log file were low flow hazard events, corresponding with the pump flow being estimated below the low flow threshold of 2.5 lpm. Despite the observed alarms, the pump appeared to have operated as intended at the fixed speed throughout the duration of the log file. Thrombus and bleeding are listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.